Manufacturer narrative:
This report is submitted on march 9, 2020.

Event description:
Per the surgeon, the patient experienced an electrode tip fold-over at the initial surgery. The device was hospitalised and explanted on (B)(6) 2020 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on 20 april 2020.